Event description:
Approximately 1 month after shoulder arthroplasty, th patient reported in the week leading up to a routine clinic visit, feeling a sharp pain and shift in the surgical shoulder while sitting in a chair. An x-ray taken at the clinic visit showed an abnormality that the surgeon determined was implant loosening on the humeral side. The patient underwent revision surgery to address the issue with no reported clinical consequence. No other information was provided.